Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reappear, and the customer was able to successfully start a new sensor session.